Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 560mg/dl, and she was treated with the insulin pump. It was stated that the customer is still at the hospital, and she is not able to troubleshoot the device. The mother stated that her doctor recommend having the insulin pump replaced. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.